Event description:
Report received that the pump rotary knob would not allow the "vtbi" (volume to be infused) programming selection mode to be selected. The device has been sent to the user facility biomedical engineering department by a nurse who experienced the event before the device was placed in clinical service. There were no reported adverse pt events while the device was in clinical use. Though requested, no additional info was provided.